Event description:
Per the clinic, a CT scan revealed that the electrode array had migrated outside of the cochlea. Subsequently, the patient underwent a procedure on (B)(6) 2014 to reposition the device. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.